Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of an abdominal hernia, characterized by pain in drain cycles during ccpd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s left-sided abdominal hernia remains unknown; however, it is well-known hernias are an anticipated non-infectious complication of pd therapy due to increased intra-peritoneal pressure throughout the normal course of pd therapy. Therefore, the liberty select cycler cannot be excluded as a potential source of the patient¿s hernia. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia repair. Upon further follow up, the patient¿s pd registered nurse (pdrn) reported this patient was diagnosed with a left-sided abdominal hernia in (B)(6) 2020 due to unknown etiology. The patient did not experience symptoms initially but began to experience pain in drain cycles during ccpd therapy on the liberty select cycler in (B)(6) 2021. The patient underwent an outpatient procedure to repair the hernia on (B)(6) 2021. There were no changes in the patient¿s pd regimen throughout the course of this event. It was stated the patient¿s hernia was unrelated to the use of fresenius equipment. The patient continues with in-center hemodialysis for renal replacement therapy with plans to return to ccpd therapy in (B)(6) 2021.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia repair. Upon further follow up, the patient¿s pd registered nurse (pdrn) reported this patient was diagnosed with a left-sided abdominal hernia in (B)(6) 2020 due to unknown etiology. The patient did not experience symptoms initially but began to experience pain in drain cycles during ccpd therapy on the liberty select cycler in (B)(6) 2021. The patient underwent an outpatient procedure to repair the hernia on (B)(6) 2021. There were no changes in the patient¿s pd regimen throughout the course of this event. It was stated the patient¿s hernia was unrelated to the use of fresenius equipment. The patient continues with in-center hemodialysis for renal replacement therapy with plans to return to ccpd therapy in (B)(6) 2021.

Manufacturer narrative:
Correction: h6 clinical code plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.